Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's implantable cardiac monitor (icm) exhibited post sense t wave oversensing that caused inappropriate episode being recorded. No programming changes were made. No patient consequences reported.